Event description:
Customer reported that their current pump's had a shorter battery life. There was no reported impact to the customer's blood glucose level. The customer declined a follow-up from the technical support team, and further information was not obtained.